Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s effluent was clear and their antibiotic dose was completed. The patient was reported to have recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with reflin (dose, route, frequency, and duration not reported) and tobramycin (dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapies was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.